Event description:
It was reported that patient underwent a right knee revision approximately two and a half years post implantation due to loosening of the tibial tray. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 medical devices: unknown persona femoral catalog#: ni lot#: ni. Unknown persona tibial insert catalog#: ni lot#: ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being filed to relay that this report is a duplicate. This event will be reported under MFR number of 0001822565-2024-00656.

Event description:
This follow-up report is being filed to relay that this report is a duplicate. This event will be reported under MFR number of 0001822565-2024-00656.